Manufacturer narrative:
Unit received with critical pump error due to moisture damage to force sensor. Unit received with corroded electronic assemblies and corroded motor home switch. Pump received with cracked case corner of the belt clip rails near the battery compartment.

Event description:
Customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer reported that battery side was damaged and reservoir lip ring was damaged. Customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.